Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed. A review of the share logs was performed and did not confirm the allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.